Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97791, serial# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that the patient would receive stimulation coverage, then would lose the stimulation, and it would come and go. There was also a ¿connection issue.¿ it was noted that a reading of >10,000 ohms observed. The manufacturer representative had marked one lead but could not remember if it was the ¿good lead¿ or the ¿lead with bad impedances.¿ it was reported that 0, 1, and 4-7 were >10,000. It was also noted 0,1 and 0,2 and 0,3 and 0, 4 were >10,000 and all pairs with 14, 8 and 9 were >10k. The other impedances provided were within a normal range. The ¿other lead¿ was ¿fine.¿ however, the manufacturer representative noted to ¿have them all tested.¿ historically, all impedances were in range. There were no falls or trauma. Adaptive stimulation was enabled and stimulation was listed as off on the (B)(6) 2014 implantable neurostimulator (ins) interrogation report. The event occurred during servicing. The patient had the entirety of the old system removed and replaced with an entirely new system (B)(6) 2014. The patient stayed in the hospital overnight and was seen in the morning by ¿her co-worker.¿ the patient had good coverage of pain and was receiving effective therapy. This was also described as excellent stimulation coverage. The patient was instructed on use of the programmer before the patient was discharged. The ins, two leads and four anchors were returned. It was mentioned that the patient was a lower extremity amputee, was active and walked on crutches.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins), serial# (B)(4), found no anomaly. Analysis of the lead, lot# va0a563035, found that the lead body had a broken conductor and the anchor site was unknown. Analysis of the lead, lot# va0a563034, found no significant anomaly as the outer insulation of the lead body had been cut.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.